Event description:
It was reported that the patient expired. Patient experienced atrial fibrillation with rapid ventricular response around a week before death. No additional information is available regarding this event. Patient was discharged on (B)(6)2017. The cause of death is reported to be congestive heart failure. The device was explanted before cremation. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time.

Manufacturer narrative:
A partial lead with the connector pin measuring 3.7 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.

Event description:
New information received notes that the patient had prior hospital admission from (B)(6) 2017 for rul pna and was complicated by pulmonary edema requiring diuresis and atrial fibrillation with rapid ventricular response (af with rvr). The patient was admitted to hospital with af with rvr (hcc) on (B)(6) 2017. Patient had shortness of breath, chest pain and cough. Patient¿s medications were changed and heart rate was noted to be improved. Patient continued to have intermittent runs of af with rvr but was asymptomatic. Patient had a history of tremor predominant parkinson¿s disease and has been having slow progression of symptoms. Patient was referred to hospice upon discharge on (B)(6) 2017. Patient¿s status was changed to dnr.